Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence on (B)(4) 2011; there was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to se 2240. A root cause was not determined. The lot number is unknown, therefore, a batch review was not performed.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 16:18, in dwell 3 of 5. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.